Event description:
Pt was being treated by coiling of right mca aneurysm. During deployment of coil, it became stuck in micro-catheter and detached. While trying to remove coil, which was partially within aneurysm, coil dislodged from catheter and formed a loop in mi segment of right cerebral artery. Multiple attempts to remove coil with a snare were unsuccessful. No pt injury reported.